Event description:
An endurant ii stent graft system was implanted in a patient for endovascular treatment of a 6.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as mild calcification, the aortic neck had a 50 degree angulation and mild tortuosity in the iliac limbs. The final angiogram noted that there was a type iii endoleak, fabric or type IV endoleak just above the level of the junction of the bifurcated stent graft and contralateral limb. The physicians elected to implant a 16x10x93 inside the bifurcated stent graft and the endoleak was resolved. No clinical sequelae were reported and the patient is fine. Review of the 3d recon showed that the proximal neck diameter was 19mm x 6cm long, and calcified (especially on the distal end). The 6.8cm max diameter aaa contained thrombus, and the iliacs were severely calcified bilaterally. Images showing the reported endoleak were not provided, and the cause could not be determined.

Manufacturer narrative:
(B)(4): evaluation, method: (films). Results: inherent risk of procedure (endoleak), (cause unknown). Evaluation conclusion: other (cause unknown).